Manufacturer narrative:
The insulin pump was monitored and no audio anomaly or strange noise was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm audio/beep anomaly. Customer's blood glucose was 232 mg/dl. The customer stated that the alarm occurs twice today. The customer wants the device replaced. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.